Manufacturer narrative:
A non-union of the patient's bones was reported after an initial bunion surgery on (B)(6) 2018. Additional information indicates there was also an elevated 1st ray and loosening hardware which was all addressed in a revision surgery on (B)(6) 2019 to remove all hardware and revise the site with bone graft and non-tmc hardware. The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. A number of factors could have contributed to the removal of all hardware, however the surgeon stated it was not due to any fault of "lapiplasty". Based on the available information, the determination of performing the revision was not due to any tmc device related factors. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery was completed on (B)(6) 2018, non-union was reported. Additional information indicates all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union, an elevated 1st ray, and loosening hardware. The surgeon revised the site with bone graft and non-tmc hardware. There was no other report of any patient impact or injury as a result of this event.